Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant, the patient experienced nerve/diaphragmatic stimulation. Also, the right ventricular (rv) lead exhibited high threshold in bipolar and had no capture in unipolar. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.